Event description:
A us distributor contacted zoll to report that a pt experienced an inappropriate defibrillation event while in a nursing facility. Atrial fibrillation with rapid ventricular response at 160bpm contributed to the false detection. It is unk if the pt was conscious at the time of the event. The pt did not press the response buttons during the event. Review of the pt's downloaded data confirm that the electrode belt was disconnected after the event. The pt was transported to the hospital for further evaluation.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. The pt was transported to the hospital for further evaluation. There was no info to suggest that the pt sustained a serious injury. Device evaluation was accomplished through a review of the pt's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Monitor (B)(4): 12/2010, electrode belt (B)(4): 06/2012. Additional inappropriate defibrillation narrative: inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent any inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during the (B)(4) (0.69% per pt-month with 90% confidence). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf.